Manufacturer narrative:
H.6. Investigation summary the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. The issue could have occurred during distribution if repackaged by a distributor. Based on these findings, our investigation is inconclusive. Evidence of original packaging is required. Bd will continue to monitor for any trends. H3 other text : see section h.10.

Event description:
It was reported by the distributor that the customer was missing three lids for bd sharps disposal container material no.: 305603. Batch no.: unknown. The following information was provided by the initial reporter: verbatim: reported by the that the customer was missing three lids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the distributor that the customer was missing three lids for bd sharps disposal container material no.: 305603 batch no.: unknown. The following information was provided by the initial reporter: verbatim: reported by the distributor that the customer was missing three lids.